Event description:
It was reported that the customer had changed their infusion set on their own for the first time. They did not fill the tubing or cannula during load and ended up with a blood glucose level of 556 mg/dl due to not receiving insulin. The customer gave themselves correction injection and their blood glucose lowered to 211 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.